Manufacturer narrative:
Reference (B)(4). The device was returned to natus. The ups malfunction will be evaluated with the help of supplier of this component. A vendor RMA is being arranged to evaluate the cause of the malfunction. A follow-up report will be submitted at that time.

Event description:
Ups flashed red and when plugged in unit sparked and electrical burning smell occurred.

Manufacturer narrative:
Reference (B)(4). The device was returned to ametek for product evaluation. Update received february 11, 2020 concluding unit had defective components in the main pcb, which caused failure. Pcb replaced; customer recommended to limit exposure of dust and clean the ups side vents from any dust accumulation, as well as preventing any sudden impacts that could potentially damage components within the ups.